Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. A computed tomography scan was performed which showed that the reservoir was not full. Therefore, a revision surgery was performed, upon examination a crack in the connection between the reservoir and tubing was found which led to fluid leakage. In addition, secondary leak was suspected as there was saline solution coming around the space during a surrogate reservoir test; however, the leakage could not be visually confirmed. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. A computed tomography scan was performed which showed that the reservoir was not full. Therefore, a revision surgery was performed, upon examination a crack in the connection between the reservoir and tubing was found which led to fluid leakage. In addition, secondary leak was suspected as there was saline solution coming around the space during a surrogate reservoir test; however, the leakage could not be visually confirmed. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.